Event description:
It was reported to a physio-control service representative that the customer's device would not switch on during a routine user test. During power-up the device's power led and battery charge icon were blinking. The device had also logged event code c002 inot the memory log. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the power pcb assembly and then observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to the integrated circuit chip, designator u5, on the power pcb assembly not starting up.